Manufacturer narrative:
The investigation for the reported priming issue has been completed. The product was not returned and the priming issue could not be confirmed. The root cause of the priming issue was unable to be determined as no product or logs were provided for evaluation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was needing an impella cp device for mechanical circulatory support. While trying to prime the impella cp, a 'defective impella catheter' alarm was triggered. The aic was replaced and the same alarm was triggered on the replacement aic. It was reported that there were no adverse events to the patient. The pump was replaced prior to insertion and the new impella cp was used without issue.